Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 10/08/2015 with the following findings: the black box verified the pump time, date reset to default after power on reset. Time, date reset to default was duplicated during investigation. Pump was open to investigate, the internal battery component was leaking. There was also a crack in the case near upper right corner of display, which was dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and dim display. This report is made based on the results of an investigation completed on 10/08/2015.